Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was unable to charge the pump. There was no impact the customer's blood glucose level. Reportedly, the customer was able to charge the pump with an alternate charger.